Manufacturer narrative:
The returned pump was inspected and there were no physical abnormalities. There was no biomaterial on the impeller. The 5s parameters were within specification and the pump passed the light continuity test. The pump was run in the lab and neither the low pump flows nor the saturated flows reproduced. Optical signal issue: the data logs from the case show intermittent 'impella position in aorta' alarm after observed ingestion events. The ingestion events show motor current spikes with speed deviations and loss of motor current pulsatility. There were multiple motor current spikes possibly as a result of repeated contact with the impeller. The pump flows also became saturated. It is likely that the false 'impella position in aorta' alarm was as a result of the ingestion events. The other alarm occurrence was likely when the pump was being weaned for explant at p2. The root cause of the optical signal issue was unable to be definitively determined as false position alarm could be as a result of biomaterial ingestion, but limited clinical information was provided related to the failure. Saturated flow: the data logs show ingestion pattern with motor current spikes with speed deviations and loss of motor current pulsatility. There were multiple motor current spikes possibly as a result of repeated contact with the impeller. The pump flows became saturated as a result of this. The returned pump was run in the lab and saturated flows did not reproduce. The root cause of the saturated flow was determined to be due to biomaterial as evidenced by the ingestion pattern observed in the data logs. Low pump flow: the data logs confirm #14 suction alarms which triggered for about 30 seconds while the pump was at p4. There were no other suction alarms throughout the case. There was low flow at p4 flowing below the expected range. The returned pump was run in the lab and low pump flows did not reproduce. The root cause of the low pump flow issue was not determined as limited clinical information related to failure was provided and no data log abnormalities were observed around occurrence. B3 date of event was erroneously entered on manufacturer device report 1220648-2024-20552 g1 reporting contact email revised on manufacturer device report 1220648-2024-20552 in accordance with updated procedures.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported a 39-year-old female patient with caridomyopathy and other systemic comorbidities had an impella 5.5 pump placed for care escalation from the impella cp and ECMO. The impella 5.5 was replaced due to placement signal issues after just 2 days of support.